Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, during a gastroscopy procedure, a buried bumper was discovered and the patient was admitted to the hospital. The peg tube was removed and will be replaced when stoma site heals. On (B)(6) 2020 it was reported that the patient has been discharged home and is taking oral medication until tube replacement is performed.